Manufacturer narrative:
On 07-dec-2018, the field service engineer (fse) was dispatched to address the reported event. The fse found x1 flag was not properly aligned. The fse aligned x1 flag and ran rack rotation. The most probable cause of the reported event was x1 flag was not properly aligned. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2018, a customer reported sample loader step feed failure 2300 with their aia-900 analyzer. The customer rebooted analyzer and performed new inventory scan and the error persist. A field service engineer (fse) was dispatched to address the reported event. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.